Manufacturer narrative:
Visual analysis was performed on the returned device. The reported tip detachment was confirmed. The material deformation (waist) to the stent could not be confirmed as the stent remains implanted in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the tip detachment was the result of the tip being trapped in the narrowed portion of the stent and during retraction of the thumbslide, the tip detached. The reported waist in the stent may be the result of anatomical conditions as the lesion site was described as 90% stenosed. However, this could not be confirmed and a definitive cause for the difficulties could not be determined. The foreign body in patient was related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the right superficial femoral artery with no tortuosity or calcification but with 90% stenosis. The vessel was 6 mm and was prepared with laser atherectomy and a 6x100 mm balloon for 2 minutes. The sheath was 6fr 90 cm. The 6.0x100 mm supera self expanding stent (ses) was deployed without issue. There was waist noted at the mid body of the stent. Reportedly, the physician rotate the system lock and the deployment lock into the locked position. Then, the tip of the delivery system separated and embolized into the patient's peroneal artery where it remains as it is not able to be retrieved. No retrieval attempt was made. No resistance was noted during advancement or removal. The patient does not have limb threatening ischemia. No additional information was provided.